Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient with an indication of degenerative kyphoscoliosis in need of t9-l5 olif, thoracolumbar vertebra posterior fixation used in spinal therapy. It was reported that the patient developed postoperative adjacent segment disease. Additional surgery of fusion for extending was planned as a result of this event. There were no further complications reported regarding the event. Additional information was received on 20-july-2020 from a manufacturer representative regarding the reported event. It was reported that the revision surgery was performed successfully on (B)(6) 2020 without any problems. All devices were removed at the time of re-operation and no patient complications were reported.